Manufacturer narrative:
On further follow up with the customer, they indicated that the issue seems to have been resolved. The customer's client was freezing the specimen in the serum separator tubes. Once the customer had their client pour the specimen off before freezing, they have not had the issue anymore.

Event description:
The customer received questionable results for multiple assays on two patient samples. It was determined that one sample had erroneous results for total protein gen.2 (tp) and albumin gen.2 (alb) that were reported outside of the laboratory and that the other sample had erroneous results for tp, alb and hdl-cholesterol plus 3rd generation (hdl) that were reported outside of the laboratory. The customer received the samples from another lab to run. The samples were initially run on this instrument on (B)(6) 2014. The results were reported out and then questioned. They were then repeated at another location on another cobas integra 400 instrument. Patient 1 had an initial tp result of 3.8 g/dl, accompanied by a data flag and an initial alb result of 2.3 g/dl, accompanied by a data flag. The repeat result for tp was 6.2 g/dl and the repeat for alb was 4.0 g/dl. The customer deemed the repeat results to be the correct result. There was no adverse event. Patient 2 had an initial tp result of 2.7 g/dl, accompanied by a data flag, an initial alb result of 1.6 g/dl, accompanied by a data flag and an initial hdl result of 19 mg/dl, accompanied by a data flag. The repeat result for tp was 6.4 g/dl, the repeat result for alb was 4.1 g/dl and the repeat result for hdl was 41 mg/dl. The customer deemed the repeat results to be the correct results. There was no adverse event. The lot number of the tp reagent in use was 69240501, with an expiration date of 02/28/2015. The lot number of the alb reagent in use was 68365501, with an expiration date of 08/31/2014. The lot number of the hdl reagent in use was 68143601, with an expiration date of 01/31/2015. The field service representative could not find a problem. He performed a successful precision run. Operational and mechanical checks were performed with success.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.